Event description:
Pt had been very stable after implantation of drug delivery system until approx 2 1/2 months ago when he developed a sudden onset of pain in his low back & bilateral legs. On 12/6/, pt underwent exploratory surgery. Blunt disection revealed evidence of the catheter which was buried into the spinal canal. Withdrawal of the distal portion revealed evidence of catheter fracture. The distal catheter was replaced. 3 segments of catheter were removed 15.5 cm, 12 cm, and 8.5 cm in length respectively.